Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 150° to 240° with the ports at 0° on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred two minutes after the start of the patient¿s hemodialysis (hd) treatment. It was stated blood made it's way into the dialyzer fluid and hansen lines. Upon follow-up, the clinic manger (cm) confirmed there was an internal dialyzer blood leak and stated the patient¿s blood was not returned. The rn stated the estimated blood loss was 150 ml. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as it was noted the blood leak was visually observed. The cm also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cm stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred two minutes after the start of the patient¿s hemodialysis (hd) treatment. It was stated blood made it's way into the dialyzer fluid and hansen lines. Upon follow-up, the clinic manger (cm) confirmed there was an internal dialyzer blood leak and stated the patient¿s blood was not returned. The rn stated the estimated blood loss was 150 ml. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as it was noted the blood leak was visually observed. The cm also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cm stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.